Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone, clonidine, and unknown baclofen at unknown concentrations and dosages via an implantable pump for intractable spasticity. The old medications were noted as clonidine and unknown baclofen at unknown concentrations and dosages. It was reported that in (B)(6) 2016, the pump was protruding and they repositioned the pump on the same side. In (B)(6) 2016, the patient stated he continued to have issues with the pump protruding and the patient underwent another surgery to move the pump from the right side to the left side. As far as the patient knew, the healthcare provider (hcp) used a pocket mesh to secure the pump. The patient wanted to know with the current pump flipping and flopping if he was in any danger from that. The patient stated for about two weeks (approximately (B)(6) 2017), the patient stated his pump was flipping and flopping inside. The patient stated this was the third time for issues. The patient did not have a surgery date scheduled yet and was waiting to get in to see the surgeon. Additional information was received from a consumer on (B)(6) 2017. The steps taken to resolve the current pump flips were reported as the patient went to see the hcp who installed the pump, he did nothing. The pump flipping had not been resolved. The hcp¿s office said that nothing could be done. The patient was not satisfied with their response. It was stated that the pump was very uncomfortable because it continued to flip without any pressure. It was stated that it was very annoying also. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-23. The patient weight was (B)(6) pounds.